Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and two (2) mesh products were implanted. It was reported that the patient underwent removal surgery and triple neurectomy on (B)(6) 2019 during which the surgeon noted the mesh was folded up and balled up on itself extending through the floor of the inguinal canal and was adhered to the gonadal vessels. He also noted that he could not identify a source of the chronic pain other than the mesh. The entire mesh was removed and a triple neurectomy was performed to address the damage caused by the mesh. It was reported that the patient experienced and/or continues to experience severe chronic pain. No additional information is provided.